Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) radiofrequency (rf) ablation procedure with a qdot micro catheter, and the patient experienced bilateral phrenic nerve injury. The report indicated that post-afib rf ablation, there was bilateral phrenic nerve injury noticed under fluoroscopy. During the case, careful measure was taken to avoid the phrenic nerve, they used high-output pacing at ablation sites. The patient status was unknown at the time of reporting.